Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The customer requested a technician to be deployed on site. A good faith effort (gfe) response later confirmed the problem resolved itself and that no further onsite help was needed. Based on the information available in the case, the cause of the reported problem was not confirmed. The reported problem was not confirmed. No other details were provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported a loudspeaker error and that the connection must be checked. It is unknown if the device produced sound at the time of the report. It is unknown if the device was in use at the time of the event, and there was no adverse event reported.